Event description:
It was reported that the device went to early battery depletion due to high left ventricular (lv) outputs. The device was explanted and replaced. The lv lead is scheduled for a revision. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).